Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. The equipment in question was manufactured more than 15 years ago, the DHR could not be verified. Based on the investigation, no non-conformances were found. A root cause of the failure could not be identified. Olympus will continue to monitor field performance for this device."

Event description:
It was observed that during the device evaluation, the camera head exhibited corrosion on the electrical contacts of the video connector. There were no reports of patient involvement.